Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap salpingectomy procedure, the ovary was put into the bag, gentle pressure was applied as the bag was being pulled out of the abdomen. The bag broke and ovary fell back into patient. The device is not available for return. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.